Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead would not pace. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted that the lead was returned with dried blood covered on the helix. Foreign material was observed along lead length, on the surface of the outer insulation. /non-electrical. It is soft and sticky, and material could not be identified. No insulation breach or conductor fracture was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was "unhooked", but radiology confirmed the lead to be in position. During the lead revision, the set screws came out of the grommet of the implantable pulse generator (ipg). The device was explanted at the same time as the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.